Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and abscess. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 36 and 48 hours on the arm it was noticed the patient¿s site was infected and abscess at the site. The patient went to the hospital where they perform slicing, rinsing of the abscess and prescribed dalacin tablets (300 mg for 16 days) for the patient¿s site infection.